Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (95 percent stenosis degree) in the mid lad. During advancing the device to the pre-dilated target lesion, it was detected that the stent dislodged in the left main. The stent was adapted to the vessel wall. Another orsiro mission was used to complete the intervention.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two videos taken from the angiogram were reviewed. The technical investigation revealed that the balloon is slightly unfolded in its proximal portion. The proximal balloon shoulder is crushed, and the balloon has ruptured above the distal x-ray marker. A small amount of contrast medium residue was observed in the balloon- and inflation lumen. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. An evaluation of the videos provided was not possible due to the poor video quality. The videos did therefore not provide any further relevant information with regards to the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.